Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a faulty transistor on the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no pt involvement in the reported malfunction.